Event description:
Information received with return of the explanted device notes that the patient presented with fatigue, weakness, and syncope. Exit block, capture anomalies and high thresholds were observed.